Manufacturer narrative:
Batch review performed on 22 oct 2024. Lot 2314001: (B)(4) items manufactured and released on 09-jan-2024. Expiration date: 2028-12-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
At 3 weeks from the primary, revision surgery due to three-part femoral bone fractures. Patient overweight. Competitor's device implanted.